Event description:
According to the reporter, the patient was admitted on (B)(6) 2025 due to amenorrhea for 38 weeks and 6 days, abdominal pain for more than hour. The admission diagnosis was 38 weeks and 6 days of pregnancy, gravida 2, para 1, cephalic presentation. The patient delivered on the same day and during perineal suturing it was found that the connection between the needle tail and the thread head of the 2-0 suture had broken. A new 2-0 suture was prescribed for the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.